Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 28 to 41 mg/dl at the time of the incident. The customer was at 324 mg/dl at the time of the call, and 244 mg/dl before they went to bed and woke up low. The customer used food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Customer believes the pump is over delivering as they were low for 3 days in a row. Troubleshooting was completed but did not resolve the issue. The reservoir will not be returned for analysis.